Event description:
Additional information received indicated the patient never had therapeutic effect. The patient¿s life had been ¿terrible¿ with them peeing their pants and urine running down their legs. Per the patient¿s current urologist, it was indicated the lead was not placed correctly. The lead entered the pelvis through the side and that was reportedly why therapy was not working for the patient. It was noted the patient had told their original doctor several times that they were not feeling stimulation in the vaginal area, but rather in the left butt cheek. The device was indicated to be working fine, but an x-ray was never done to check the lead placement. The device was set to be removed on (B)(6) 2014 due to it not being placed correctly. In addition, it was added that the patient was ¿zapped out of their head¿ during the trial. An additional supplemental report will be sent if additional information is received.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and a shocking or jolting sensation at the implantable neurostimulator (ins) location in the buttocks approximately 2 weeks post implant. The patient was getting shocked in the buttocks when standing up and sitting down. She had not had any vaginal/pelvic floor sensations and her symptoms were similar to pre-implant. Movement did cause stimulation changes. She switched from program to program with no success. She used all of her programs with no success. The patient reported being "tortured" during the trial phase because the pain was so intense. She was on program 2 at 2.8 volts and it was confirmed that the device was on. She had 100% relief during the trial phase and 2 weeks post implant. She gradually lost symptom relief after starting her normal activities; however, she was able to sleep through the night without waking up to go to the bathroom. Seroquel was prescribed by her physician and she was not sure if that was the reason she only experienced symptom relief at night. There were no falls or trauma reported. The patient had a colonoscopy with no cautery in 2011. The patient's physician instructed the patient to switch to a different program and/or raise the intensity in (B)(6) 2011, but this did not relieve her symptoms. A follow-up appointment was scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the stimulator and the lead was explanted on (B)(6) 2014 and replaced with new stage 1 stimulator and stage 2 on (B)(6) 2014. An MRI/x-ray/CT scan done on (B)(6) 2014 showed the bladder stimulator was seen extending into pelvis on the left. The lead was posterior and lateral to the bladder on the left. The signs and symptoms associated with the event was ineffective. It was reported that the patient had no urinary incontinence now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v695787, implanted: (B)(4) 2011. Product type: lead: product ID 3625, serial# unknown. Product type: screening device: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).